Manufacturer narrative:
(B)(4). Method: the complaint device was not returned to fisher & paykel healthcare for investigation. An investigation was carried out based on information provided by the customer and our knowledge of this fault mode. Results: the hospital reported that they are unable to adjust the power level when the device is on manual mode. A lot check revealed no other complaints of this nature for lot number 060515. Conclusion: fisher & paykel healthcare is unable to confirm the root cause of the reported fault as the complaint device was not returned for investigation. However it is likely that the encoder, a board component which provides control of the set temperature, set power and/or engineering mode selections (depending on which mode the warmer is in) was not making sufficient contact with the board. The hospital advised that, although the warmer was responding intermittently to the dial, the alarms worked properly when tested. This type of fault is easily detected by hospital staff members, as the warmer display will react intermittently. This allows staff to take action and rectify the problem. Furthermore, all audible and visual alarms are still fully functional. The hospital confirmed that the unit did alarm although the temperature control did not function.

Event description:
A hospital ((B)(6)) in (B)(6) reported via a distributor that they cannot adjust the power level on an iw931 infant warmer when in manual mode. The hospital reported that when they set the power level to 90%, it goes back to 100%. No patient consequence was reported.

Event description:
A hospital (B)(6) in (B)(6) reported via a distributor that they cannot adjust the power level on an iw931 infant warmer when in manual mode. The hospital reported that when they set the power level to 90%, it goes back to 100%. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint device has not yet been returned to fisher & paykel healthcare for evaluation. We will provide a follow-up report upon receipt of the device and completion of our investigation.